Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The site replaced the instrument with another one. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted right hemicolectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a monopolar curved scissor (mcs) arc. They stated they had one last week also. The protective cover was installed on both and wasn't damaged. The site swapped out the instrument with another mcs, and it was working fine with no arcing. Tse asked if the surgeon was grasping enough tissue during the arc, and site stated yes. Tse reviewed the logs and found no faults. The procedure was completed with no reported injury.